Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to insert the dilator is confirmed based on the condition of the components of the sample, and the cause appears to be use-related. The sample returned consisted of a broken guidewire (marked as 70 cm in length) and a large dualator dilator. Visual observation found that the 70-cm guidewire returned appeared to be broken near the middle, between the 35-cm mark and the 30-cm mark closer to the floppy end than the j-tip. The wire was severely kinked near the break, but certain characteristics of the breaks of the components of the guidewire suggest that the wire most likely broke against a sharp instrument; it was perhaps cut after the procedure, as this is not mentioned in the complaint description. The dilator tip was oval-shaped and was turned out of the long axis, or slightly hooked. This, along with the kinks in the wire, suggests pressure of the dilator tip against the wire. Functional testing found that the straight most proximal portion of the guidewire did not catch as it was inserted into the proximal end of the guidewire and pulled back out again; the fit of the undamaged wire in the dilator is not suspected to have contributed. It is not clear what caused the initial difficulty of insertion, but that the wire was returned so kinked suggests that the dilator may have been pressed against the wire during insertion, causing both the kinks and damage to the dilator tip. Kinks may also have originated from insertion of the guidewire against resistance. Resistance to dilator insertion can also occur when the incision at the insertion site is not sufficient. The complaint is confirmed and appears to be use-related. The IFU for this product states the following: ¿10. The introducer needle tract is widened by creating a small surgical incision at the skin exit site. The incision should be slightly larger than the wide/flat side of the catheter. 11. Use the dualator* vessel dilator(s) to dilate the subcutaneous tissues. Dilate 2-3 times with slow gradual movements. The larger portion of the dualator* dilator device must enter the vein prior to catheter insertion.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the operator felt resistance when inserting the dilater along the guidewire, via right subclavian vein. It was difficult to advance the dilator and eventually the guidewire bent. The skin incision was done prior to insertion. The operator could not advance the dilator with the first device a new kit was opened and tried again on the same patient, but could not advance the dilator. No patient injury was reported.